Event description:
In the process of doing a trochanteric nailing of right hip the distal screw being inserted by md, a 4.5 cortical screw, broke. Broken head of the screw was recovered but a portion of it remained embedded and was holding the distal endof the trochanteric nail. Md decided to leave the remainder of the screw for it was holding the nail in place and was serving its purpose. De puy sales representative was present during the case.